Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in the moderately calcified superior mesenteric and renal artery. The opticross 18 imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, the distal end of the device rolled over and twisted on itself. The device was removed from the patient intact. The procedure was completed with another of the same device. There were no patient complications.